Event description:
This report summarizes 65 malfunction events, where it was reported there is reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed to reflect the correct h codes per device evaluations. It was previously stated that 13 devices were not made accessible; however, the devices were made accessible and able to be tested. They were evaluated in the field and the issue was confirmed. Additionally, the final device was evaluated in the field and the issue was confirmed.

Event description:
This report summarizes 65 malfunction events, where it was reported there is reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
The number of events has been updated to include an event previously reported in MFR report 0001831750-2021-00901 following the completion of an investigation. 2 devices were evaluated in the field and the issue was confirmed.

Manufacturer narrative:
This device is pending evaluation.

Event description:
This report summarizes 62 malfunction events, where it was reported there is reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
13 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. 50 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device is still pending evaluation.

Event description:
This report summarizes 65 malfunction events, where it was reported there is reduced/inadequate brake force. There was no patient involvement.

Event description:
This report summarizes 63 malfunction events, where it was reported there is reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This device is pending evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   61 devices are pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 61 malfunction events, where it was reported there is reduced/inadequate brake force. There was no patient involvement.